Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the subject device was not able to be used in washing machine due to leakage from switch caused due to incised cuts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was unable to be used in the washing machine. The issue was identified at the time of reprocessing. There were no reports of patient involvement.